Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device alleging chest pain. Medical intervention was not specified. The patient stated the chest pain may possibly be due to heart valve surgery that occurred the prior year. The patient discontinued use of the device. No further information was received from the patient's primary doctor. The device was returned to the manufacturer for evaluation. During evaluation, an operational inspection and functional test was performed and no abnormalities were found with the device. No errors were found in the device log history. An accessory module flip door replacement was installed. The device was cleaned and a functional test was performed following the device repair.